Event description:
It was reported that the patient was getting the therapy back working again. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.